Event description:
Based on additional information received on 04-dec- 2017, the case was upgraded to serious as an important medical event of device malfunction was added. This case was cross reference with case ID: (B)(6) (cluster). This unsolicited case from united states was received on 04-dec-2017 from other non-health care professional. This case concerns male patient (age unspecified) who received treatment with synvisc one and after an unknown latency had reactions of moderate to severe swollen knees. Also device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017 (last week), the patient initiated treatment with intra-articular synvisc one injection once (batch/lot number: 7rsl021; dose, indication and expiry date: not reported) bilateral knee injections. On an unknown date in 2017, after unknown latency, patient had reactions of moderate to severe swollen knees. Corrective treatment: not reported for reactions of moderate to severe swollen knees outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 04-dec-2017 and 19-dec-2017 (both the information was processed together with clock start date of 04-dec-2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 04-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced reactions of moderate to severe swollen knees. The event is temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.